Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep13 was received on march 23 and investigated on march 27. The probe showed evidence of use in a procedure. During visual inspection, small tissue pieces were found in the sample collection cup. The probe was then connected to a holster for functional evaluation. During probe initialization, a piece of tissue was transported to the sample collection cup. Using a medium, device obtained samples as designed. Based on product knowledge, the reported event could be caused by a lack of vacuum. Without the customer holster and the complaint device, a root cause cannot be confirmed. Due to the discovery of the tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(4) affiliate reported that customer received inadequate tissue. The procedure was completed with another device. No patient complications.